Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high impedances measurements measuring greater than 3,000 ohms on this right atrial (ra) channel. Additionally, there were stored episodes with noise and intrinsic amplitudes were out of range. The device had recorded a signal artifact monitor (sam) event, and the respiratory sensor was disabled due to sam event. The plan was to have this ra lead replaced. This ra lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was fractured. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type, h6 device codes and h6 impact codes.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high impedances measurements measuring greater than 3,000 ohms on this right atrial (ra) channel. Additionally, there were stored episodes with noise and intrinsic amplitudes were out of range. The device had recorded a signal artifact monitor (sam) event, and the respiratory sensor was disabled due to sam event. The plan was to have this ra lead replaced. This ra lead currently remains in service. No adverse patient effects were reported.